Event description:
Admitted to surgical day care (sdc) for right elbow epicondylectomy. Topaz wand used. Tip of wand broke off in patient. Charge nurse notified. Vendor called to determine what tip was made of. It was reported by the vendor as tungsten. Surgeon notified. Mini c-arm used to locate tip. Surgeon unable to retrieve. Tip documented on film and placed in chart. Physician documented retained object in detail in chart and notified the patient. Product kept with packaging to give to vendor for follow up. Manufacturer response for microdebrider, topaz ez microdebrider (per site reporter). Unknown at this time.